Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during an unknown procedure on an unknown date. During unpacking, the part of the stent was broken off. Another contour ureteral stent was opened and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter title: inventory resource coord./surgical services block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned contour ureteral stent was analyzed, and a visual evaluation noted that the proximal section bladder pigtail was detached. The suture string was not returned with the device. No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that the bladder pigtail was detached. This problem found could have been interpreted by the customer as the reported event of stent shaft break. According to product analysis, the problem found was an issue that could have been generated by the user or due to the interacting/handling/manipulation of the device with the suture string or other devices involved during procedure. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. Initial reporter title: inventory resource coord./surgical services. (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during an unknown procedure on an unknown date. During unpacking, the part of the stent was broken off. Another contour ureteral stent was opened and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.